Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed, and the reported customer complaint for uncontrolled motion could not be confirmed or replicated. The mcs instrument was tested on the in-house system and passed recognition and engagement tests. The mcs instrument moved intuitively with full range of motion in all directions. The instrument failed to completely close due to the mechanical indentations on the blade. No uncontrolled motion was observed. The mcs instrument was found to have blade damage at the tip of the blade. One of the blade edges was indented which prevented the blades from closing, moving with difficulty or delaying the movement caused by the blade damage indentations. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument was uncontrolled. The procedure was completed with no reported injury.